Manufacturer narrative:
The suspect guide was returned to the manufacturer for analysis. The guide was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the biopsy guide for the navigation system was damaged. The representative reported that the guide would not hold. No additional information was provided. There was no patient present when this issue was identified.